Manufacturer narrative:
Correction: b1, b2, d5. The reported event that was confirmed, since pictures were provided for evaluation and matches the alleged failure mode. The device inspection revealed the following: a visual inspection shows that the ridges of the torx screwdriver head on the instrument are deformed and twisted showing evidence of excessive torsional forces a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a combination of wear and user related issue. The failure was caused by abnormal usage of the device by the user causing twisting and deformation of the screwdriver head. Additionally the wear aspect is a result of excessive usage of the device over the time involving multiple cleaning and sterilization cycles. If any further information is provided, the complaint report will be updated.

Event description:
A replacement is needed for mwj123 due to twisted threads on the screwdriver, causing it to get stuck on screws and set screw. The issue was noticed intraoperatively and confirmed postoperatively. Multiple cases of the screwdriver getting stuck were reported. However, there was no patient impact or surgical delay, and the procedure was successfully completed. The screwdriver has been heavily used for over 2-4 years and was part of a consignment kit.

Event description:
A replacement is needed for mwj123 due to twisted threads on the screwdriver, causing it to get stuck on screws and set screw. The issue was noticed intraoperatively and confirmed postoperatively. Multiple cases of the screwdriver getting stuck were reported. However, there was no patient impact or surgical delay, and the procedure was successfully completed. The screwdriver has been heavily used for over 2-4 years and was part of a consignment kit.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.